Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was admitted to the hospital for a confirmed infection at the ipg pocket site on (B)(6) 2018. As such, the patient was placed on a 4 week round of antibiotics. Additional information revealed, the patient was admitted to the hospital again on (B)(6) 2018, for the same issue. The patient underwent surgical intervention on (B)(6) 2018, wherein the scs system was removed. The ipg pocket site was irrigated and treated with antibiotics. The patient also remains on antibiotics at this time.

Event description:
Follow-up information revealed the patient is free of infection.